Event description:
After placing lumbar catheter in back and connecting to drainage unit, spinal fluid was found to be leaking from a split in the side of the catheter. Catheter was replaced with another catheter.